Event description:
It was later reported that about two weeks prior to the date of this report, the patient had taken a fall and then the patient programmer showed the oor. The healthcare professional had the patient turn stimulation off for the weekend and then the patient was reprogrammed to a different electrode.

Manufacturer narrative:
Concomitant products: product ID 37603, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3389s-40, lot # va0l9z1, implanted: (B)(6) 2014, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3389s-40, lot # va0kxfc, implanted: (B)(6) 2014, product type lead; product ID 37603, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator.

Event description:
Additional information was received from a health care provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the high impedances were still occurring on the right side. The following combinations were noted as having impedance issues at 3.0 volts: c<(>&<)>2 = 13,921 ohms, 0<(>&<)>2 = 15,862 ohms, 1 <(>&<)>2 = 13,000 ohms, and 2<(>&<)>3 = 16,0000 ohms. It was also noted that the patient was having a CT scan and radiofrequency ablation performed for back pain; the back pain was reported to be unrelated to the device/therapy. No symptoms were reported. Please see report number 3004209178-2014-20685.

Event description:
It was reported the patient received a "call your doctor" icon with an out of regulation (oor) condition on the patient programmer for one day. The oor was noted to have occurred with the patient's right ins, and the patient was not able to adjust stimulation. X-rays were taken with nothing abnormal found. Impedances were measured and an abnormal impedance was found on electrode 2 at 35,005 ohms. It was indicated they "turned off electrode 2" and that corrected the problem. The cause of the issue was determined to be device-related, and was most likely due to a loose connection or wire damage. It was noted the patient did have one fall a week prior to receiving the oor condition, but no injuries occurred. The patient recovered without permanent impairment. No symptoms and no outcome was provided regarding this event. Refer to manufacturing report #3004209178-2014-20685 as the patient had two ins¿s and it was unclear on which the high impedances were measured.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4) implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4) product type: programmer, patient. Product ID: 3708660, serial# (B)(4) implanted: (B)(4) 2014, product type: extension. Product ID: 3389s-40, lot# va0l9z1, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4) implanted: (B)(6) 2014, product type: extension. Product ID: 3389s-40, lot# va0kxfc, implanted: (B)(6) 2014, product type: lead. (B)(4).